Manufacturer narrative:
(B)(4). Batch # u5ea8l. (B)(4). Investigation summary: during the visual analysis of three videos, the following was observed: the 1st video shows tissue handling by surgical instruments. The 2nd video shows tissue handling by surgical instruments. At the 7:54 mark a device is introduced with a green reload loaded. At the 9:53 tissue was placed on the device. At the 11:11 mark the device was removed. The tissue appears to be noted stuck on the reload and the ooze is noted on the staple line, some clips were placed on this area. At the 12:06 mark a device is introduced with a green reload loaded. At the 12:14 mark tissue was placed on the device. At the 13:04 mark the device is removed and ooze was observed on the staple line, some clips were placed on this area. At the 16:13 mark a device is introduced with a green reload loaded. At the 16:20 mark tissue was placed on the device. At the 18:12 mark the device is removed and staple line and cut line appears to be as expected. At the 18:46 mark a device is introduced with a blue reload loaded. At the 18:57 mark tissue was placed on the device. At the 20:14 mark the device is removed and staple line and cut line appears to be as expected and a slightly bleeding was noted. At the 20:50 mark a device is introduced with a blue reload loaded. At the 20:53 mark tissue was placed on the device. At the 22:00 mark the device is removed the staple line could not be observed. The 3rd video shows a staple line on the tissue and bleeding was noted. Some clips were placed on the staple line with bleeding. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. In addition four reloads were received. The reloads ( b, c, d, and e) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? With clips and hemostatics. How much blood was lost (ml)? 750-1.000 ml aprox.. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended hospital stay. What stapler was used with the reported reloads? Psee60a. What was the preoperative anti-coagulant protocol? Unknown. Does the surgeon routinely wait 15 seconds prior to firing device? Yes. What is the current patient status? With medical discharge. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve, after firing the blue gst reloads (gst60b), the staple line continued to bleed heavily and the surgeon had to apply clips and hemostats to stop the bleeding.